Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was intermittent high pacing lead impedance. All other electrical parameters were stable. It is unknown what action will be taken by physician as implant of new lead was not possible due to the vein being closed. No report of adverse consequences for the patient.